Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia, thrombocytopenia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient on impella 5.5 support had multiple runs of ventricular tachycardia and was shocked six times. An echocardiogram was performed and the impella was free and clear in the mid ventricular space. The patient also had heparin-induced thrombocytopenia. All heparin was removed and bivalirudin was used. It was further reported that care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿